Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the battery had been low, so he replaced it, but it took three batteries before he was able to get the insulin pump to work. He stated that there was no warning before the insulin pump's display went blank. He stated that he was able to get the insulin pump to work afterward. He also reported that in the last two to three days, the insulin pump would stop insulin delivery within 3 or 4 units. He did not observe any issues with the infusion set tubing. The customer's blood glucose was 108 mg/dl. Upon troubleshooting, the insulin pump's display did not return. However, the customer reported that the insulin pump passed the self test. It was unclear when the display had returned. The customer was advised to monitor the insulin pump and that a replacement battery cap would be sent to rule out any possible issues with the cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.